Event description:
Pacemaker system removal due to bacteremia. Device information: removed generator and leads: generator: medtronic model w1dr01 (B)(6). Right atrial lead : medtronic model 4076-52 (B)(6). Right vent. Lead: medtronic model 4076-58 (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).